Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.